Event description:
Customer reported a past incident of high blood glucose, though the exact value was not specified and only indicated as "high." Cause was not known. To address the high blood glucose, the customer administered a correction bolus via the pump, and technical support advised consulting with a healthcare professional to identify potential factors affecting blood glucose levels.